Manufacturer narrative:
The reported event that a threaded guide wire asnis iii ø1.4x150mm broke twice during surgery when the surgeon blocked it in the pin collet could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was most likely caused by inappropriate handling of the device. As stated in our ifus, the surgeon is supposed to be familiar with the correct handling of the instrument, which must be treated carefully to avoid surface damages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer is reporting that during an osteosynthesis, the pin broke twice when the surgeon blocked it with the pin collet of the motor. The report states "the removal was difficult and dangerous (cubital nerve)".

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer is reporting that during an osteosynthesis, the pin broke twice when the surgeon blocked it with the pin collet of the motor. The report states "the removal was difficult and dangerous (cubital nerve)"